Event description:
A peritoneal dialysis pt has reported that when she had removed the cassette from the machine she noticed a fluid leak. This wsa noticed when she discontinued treatment. There is no report of ill effect. The sample was not saved.

Manufacturer narrative:
Device history record review: the DHR of this product 050-87216 lot# 10kr08002 was reviewed and the following highlights were found: - the product did not have any ncr's. - no deviation was documented during the mfg process. - all the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No re-works/re-inspections were performed to this finished goods lot of 10kr08002. Sample analysis: no sample was available for the eval. Conclusions: the complaint is not confirmed. Unfortunately without the complaint sample it is not possible to perform and investigation to implement appropriate corrective/preventative actions that lead to avoid this type of incident. (B)(4) will continue to monitor this type of incident per procedure.